Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen, contrast in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 40mm long starting at the exit notch and extending distally. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported rupture.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.2mm x 15mm x 142cm emerge balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for several seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.2 mm x 15 mm x 142 cm emerge balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for several seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.